Event description:
Initial results for a pt creatinine was 1.5 mg/dl. When repeated, the result was 2.2 mg/dl. The incorrect result did not impact pt treatment. The field service rep replaced the stirrer, repaired the dispense nozzle and adjusted the washing and drying system to ensure correct operation.